Event description:
New bbraun infusion pump that was deployed hospital wide at (B)(6) is unsafe for patient care. Numerous occasions where pump has changed infusion rate without healthcare intervention. Specific situation with this writer where chemotherapy was infusing and rate changed to a faster not ordered rate on pump. These pumps are prone to error and unsafe to have on the market. FDA safety report ID# (B)(4).